Event description:
It was reported that the patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate therapy. Diagnostic showed that the lead has high impedance on several contacts. Reprogramming was attempted without success. As a result, the lead was explanted and replaced on (B)(6) 2019. Impedances were in the normal range post operatively.